Event description:
Customer allegedly received the following results, with two different mobile meters, within 10 minutes: hi (greater than 33.3 mmol/l) - system 1, and 11.2 mmol/l - system 2. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
(B)(6). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product returned.